Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) screen is going in out intermittently. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: h8 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit the fse found that the screen would go in and out when pressing the screen. Replaced the display panel (0160-00-0113) and video cable (0012-00-1747). Reviewed logs and found no failures. Functional tested without any issue. Safety and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a